Event description:
The manufacturer service technician reported that the device was missing blade retainer during testing at the manufacturer facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.